Event description:
Pt had the oratec intradiscal electrothermal therapy procedure that was supposed to be benign. Afterwards pt had substantially increased leg and foot burning and pain. Unable to sit more than 10-15 mins and many more related limitations after the procedure. Pt's feeling is the procedure caused some type of injury to nerve roots, probably related to the heating. Pt consulted a spinal surgeon that performs the idet and he said that is probably what happened and he has stopped performing the idet with oratec device. Pt was told it was a begnign procedure and there was no real risk.